Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The probe unit tip was broken where the balloon attaches. The scope passed the dunk test. The ultrasound image had three (3) consecutive echo signals missing. The bending section cover and bending section cover adhesive were non-olympus parts. The scope had been repaired by a third-party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use for a therapeutic/diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure, an anchor on the distal end of the evis exera ii ultrasonic bronchofibervideoscope was found broken off. The event first occurred in respiratory therapy unpacking for the procedure. The intended procedure was completed with the same device with no surgical delay. No other devices were involved in the event and no devices were replaced. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the acoustic lens breakage occurred due to the same cause as the other breakage. It could not be determined whether the breakage was due to stress, handling, or other factors. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection: 3.2 inspection of the endoscope. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.